Event description:
Per the audiologist, the electrode array was not successfully inserted into the cochlea during the initial surgery. The pt's device was explanted in 2008 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.